Event description:
It was reported that the gas mixing numbers on the cdi 500 were inaccurate during cardiopulmonary bypass surgery. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The customer informed terumo that the monitor would not be returned for repair. The customer stated that the unit worked properly for a week and they did not think the unit needed repair. This report is being submitted to the FDA as a result of a retrospective review of product complaints.